Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl and went to the emergency room. The contact alleged that the pump was not delivering insulin properly; however, declined troubleshooting with tandem technical support and declined to provide further information and the alleged root cause could not be confirmed. Event date is approximate.